Event description:
This is 2 of 3 reports linked to mfg report numbers: 3006697299-2023-00044. 3006697299-2023-00046. A facility reported that cusa clarity 36khz curved extended microtip (c7411sea) was used during a "craniotomy occipital right side" for tumor removal, and the patient received a superficial burn on the right scapula and was given first aid treatment with betadine and a duoderm dressing. The handpiece was apparently rested on the scapula on top of the surgical drape. The surgeon's gown had a burn through his surgical gown but had no personal injury. There was no delay in surgery reported.

Manufacturer narrative:
The cusa clarity 36khz curved extended (c7411sea) was not returned for evaluation; therefore, an evaluation of the device could not be performed and the root cause could not be determined. However, based on an evaluation performed by an integra field service technician of the console and handpiece, which found that the aspiration pump had failed, and the information received from the customer stating the following: "the handpiece was apparently rested on the scapula on top of the surgical drape, so the handpiece was intentionally put there, no further details are available on how exactly the burn occurred", it is most likely that the handpiece overheated due to it being inadvisably placed on a drape on the patient's scapula, causing both the actuator pump failure and superficial burn to the patient. Additionally, the cusa clarity 36khz handpiece IFU warns, ¿when the handpiece is connected to a cusa® clarity system that is powered on, but the handpiece is not in use, keep the handpiece away from the patient. Place the handpiece on a sterile, flat, dry, nonconductive, and highly visible surface." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.